Manufacturer narrative:
The DHR investigation was conducted on the last two lots of the reported upn that were shipped to this customer. The DHR investigation revealed no deviation; of the device specifications, production process specifications, the quality assurance procedure and specifications. All other acceptance records demonstrate the device was manufactured in accordance with the device master record. A batch/lot history search was run on the last two batches sent to the end-user. No complaints were found to currently exist on either of last two lot numbers sent to this customer. A 15 month complaint history review was performed for product family resolution clip (jan '06 to mar'07). Review of the information revealed there are no negative trends for this complaint mode at this time.

Event description:
The complainant has reported that a patient had undergone a hemostatic clipping procedure, within the stomach in order to treat a gastric bleed using a bsc resolution clip device. It was reported that the physician "clipped a visible vessel but could not control the bleeding. The clip grasped the bleed side, but it would not release from the catheter. The clip was pulled from the bleed site which caused additional trauma to the bleed site." The patient was sent for surgical intervention to stop the bleed. The method employed during this intervention was not reported. It was also reported that the patient was doing fine after procedure was completed. No further trauma was reported as a result of these events.